Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the all the week customer had been having low battery and power loss errors. The blood glucose was 13 mmol/l at the time of the incident. Ever since he has been doing the resets him self and he does not want to keep this pump or try other troubleshoots. Customer still continue with this pump for a while and he will continue to monitor it. The insulin pump will be returned for analysis.